Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to device approaching end of life and was doing well postoperatively. The explanted ipg was not returned due to facility policy.